Manufacturer narrative:
H6) the product ID: 9735824, lot: 603000953 was returned to the manufacturer for analysis. After functional testing and a visual /physical examination, the reported complaint was not confirmed, the reported problem could not be duplicated. The controller was connected to a test system for an overnight burn-in test and the controller functioned normally without failure. Codes b01, c19, and d14 are applicable to the returned product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the side emitter was displaying "localizer not connected" and the two middle ports on the break out box were yellow. Multiple reboots were performed but had no effect. No sound could be heard from the emitter as well. The emitters were swapped out, with no effect. The site then swapped the systems and the issue was resolved, with both side emitters and the break out box previously tested. Case proceeded with the swapped system. There was no impact on patient outcome and the delay was 20 minutes. Troubleshooting was done to resolve the issue, the em diagnostics were pulled up from the clinical app and all the statuses appeared as expected. The break-out-box (bob) and emitter displayed as 'connected' and no faults were found with any of the components, both in ternal and external. The registration task was pulled up and it was confirmed that both of the bob and emitter were displayed green and connected under the tracking details. It was attempted to track a known working instrument andthe instrument appeared in the tracking details with the corresponding port number but was red and would not move when the instrument moved. The representative (rep) was holding the emitter in the air away from metallic objects and confirmed that the instrument was being held at least 1 fist length from the surface of the emitter and was being moved throughout the em field. The emitter lemo connector was also re-sat and that resolved the issue. The rep reported that this issue had occurred multiple times with this system, in which the lemo connectors for the bob or emitter need to be re-sat multiple times before the emitter makes the expected clicking noise and instruments are able to be tracked. It was suspected that the probable cause of the issue was from the em controller.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: -, ubd:- , UDI#:- h3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that a hardware part was replaced. It was noted that there was a hardware failure with the electromagnetic localization (axiem) communication and that both the bob and emitter would not work when connected. They were tested with another navigation system and it appeared that the issue was internal. The imaging system then passed the system checkout and was found to be fully functional. Codes b01,c13,d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.